Event description:
When the physician advanced the catheter to the lesion through the radial artery, the white distal tip of the device broke off and remained jammed into the artery. The target vessel is unknown. The vessels had no specific characteristics. There was no friction/resistance during manipulation of the device inside the patient. The tip was retrieved. It was sucked with a syringe connected to a larger desilet. There were no anomalies noted in the packaging prior to use and there were no difficulties removing the product from the packaging.

Manufacturer narrative:
The product is available, but has not been received as of the initial report. A review of the manufacturing documentation associated with this lot, presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.